Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection was performed. Corroded external bolts that hold the back part of the device were noted during evaluation. The cause was undetermined. The external bolts were replaced to correct the reported condition. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have corroded external bolts. No additional information is available.